Event description:
The customer has been admitted to the hosp for low bgs. The customer was not able to troubleshoot the pump at the time of call. Advised the customer to call back to test the device when they are feeling better.